Event description:
Hcp reports pt presented in withdrawal. The pump battery was expected to be end-of-life but no low battery alarm was detected. A catheter dye study was performed with negative results. The pump was explanted and replaced in 2004. A follow up report will be sent when add'l info is obtained.